Event description:
It was reported that a small volume infusor leaked from the yellow cap. This occurred after filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from september 16, 2014 to september 17, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that the device was leaking from the fillport. Upon closer inspection it was identified that there was a crack on the fillport. The cause of the crack could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.